Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2020 with low battery voltage on the pacemaker. It was noted the low battery voltage appeared on (B)(6) and (B)(6) but the device did not trigger any elective replacement indications. On (B)(6) 2020, the device was successfully explanted and replaced. The patient was in stable condition throughout the event and was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction h6 medical device code should have been incorrect measurement instead of data problem.

Manufacturer narrative:
The reported event that the elective replacement indication (eri) did not appropriately trigger was not confirmed. Analysis found the battery voltage at the time of the event did not fall below the eri trim value. The lack of eri alert was not anomalous. The device had a remaining longevity of 0.44 years based on the projected longevity with nominal settings. Final analysis was normal, and no anomalies were found.